Manufacturer narrative:
Report confirmed. Evaluation of the tool determined that it fractured approximately 5" from the tang end. It was noted that the area around the fracture location was discolored indicating that the tool was exposed to high heat. The diameter of the tool stem was also noted to be reduced at the fracture location. Telescoping tubes are disposable following multiple uses and should be discarded when heat, excessive vibration is noticed, or when insertion of the tool becomes difficult.

Event description:
Report receved stating that during a t-lift procedure, using a stylus motor, at10 attachment, tt12c tube, and a (B)(4) tool, the attachment snapped and the tip of the tool broke off. The piece of tool was retrieved and an x-ray was performed to confirm there were no pieces left in the patient. A new attachment and tool were provided and the procedure was completed with no patient impact or delay. On follow-up, it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. The tool was not returned for evaluation as it was discarded by the user facility. Evaluation of the tt12c telescoping tube determined that the distal bearing had failed. This event is being reported as an additional x-ray was taken due to the breakage. It was confirmed that there was no foreign material present and no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."